Event description:
Per the clinic, the patient experienced no benefit and no communication from the device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. In addition, it was also reported that, there is fluctuating edema and swelling at the implant site. Subsequently, the patient was hospitalized (specific date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.